Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using the infusion set for 3 days. Tandem technical support informed the customer that using infusion set's for 3 day's is off label per the tandem user guide. Customer changed pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.